Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had minute ventilation (mv) oversensing that had caused an the device to respond with atrial tachy response (atr). It was noted that the impedance had some jumps up to 1100 ohms, however noise was not able to be reproduced with isometrics. The mv sensor was turned off in response. The device remains in-service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had minute ventilation (mv) oversensing that had caused an the device to respond with atrial tachy response (atr). It was noted that the impedance had some jumps up to 1100 ohms, however noise was not able to be reproduced with isometrics. The mv sensor was turned off in response. The device remains in-service. No adverse patient effects were reported. Additional information was received that this right atrial (ra) lead impedances had risen enough to trigger a lead safety switch and signal artifact monitor (sam) episode due to impedances out of range greater than 2000 ohms. The patient was reprogrammed to bipolar sense and unipolar pace, and sam was operating in the right ventricular (rv) lead. The device remains in-service. No adverse patient effects were reported. Additional information was received indicating the ra lead pace impedances had risen to greater than 3000 ohms and noise was observed on the ra channel. The noise could not be reproduced in the clinic with isometrics. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had minute ventilation (mv) oversensing that had caused an the device to respond with atrial tachy response (atr). It was noted that the impedance had some jumps up to 1100 ohms, however noise was not able to be reproduced with isometrics. The mv sensor was turned off in response. The device remains in-service. No adverse patient effects were reported. Additional information was received that this right atrial (ra) lead impedances had risen enough to trigger a lead safety switch and signal artifact monitor (sam) episode due to impedances out of range greater than 2000 ohms. The patient was reprogrammed to bipolar sense and unipolar pace, and sam was operating in the right ventricular (rv) lead. The device remains in-service. No adverse patient effects were reported. Additional information was received indicating the ra lead pace impedances had risen to greater than 3000 ohms and noise was observed on the ra channel. The noise could not be reproduced in the clinic with isometrics. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that this right atrial (ra) lead impedances had risen enough to trigger a lead safety switch and signal artifact monitor (sam) episode due to impedances out of range greater than 2000 ohms. The patient was reprogrammed to bipolar sense and unipolar pace, and sam was operating on the right ventricular (rv) lead. The device remains in-service. No adverse patient effects were reported.